Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic after received an alert on merlin.net for their implantable cardioverter defibrillator(ICD). Device analysis showed the right ventricular(rv) lead impedance was high and out of range and failure to capture. It was also noted that the physician was unable to get a high voltage lead impedance measurement. During the revision procedure, the rv lead was unable to be inserted into the header of the ICD. The patient's ICD was explanted and replaced with a new device. All electrical measurements were normal. There were no patient consequences throughout.

Manufacturer narrative:
The reported field event of high pacing lead impedance was verified in the lab. X-ray inspection results showed a broken wire in the header, which is consistent with the impedance anomaly observed in the field. The device was sent to its manufacturer for further investigation. The most probable root cause of the fractured wire was determined to be exposure to mechanical stress during manufacturing assembly.